Event description:
A past low blood glucose event was reported by the customer, with a lowest level of 30 mg/dl. Cause was not known. The customer lost consciousness and required assistance from emergency services and consumed carbohydrates to manage the low level but did not sustain any injuries. Technical support recommended that the customer consult a healthcare professional to discuss possible factors affecting blood glucose levels, and the customer acknowledged and understood this advice.